Event description:
The (B)(4) study reported that the patient with ID# (B)(6) experienced an ischemic stroke due to micro emboli few hours after the end of the procedure of the right middle cerebral artery (sylvain segment). MRI exam was performed, and the patient remained in a hyperbaric chamber for 8 hours, but without effect. The adverse event was considered by investigator to be severe and serious. The event resolved a month after onset. The causal relationship of the adverse event with the procedure and investigational device or disease was not informed by the investigator. The act, ptt, pt, inr, antiplatelet/anticoagulation measurement was unknown. Medications given consisted of acetylsalicylic acid (pre-per-post), heparin (per), and plavix (post). After the enterprise was implanted, the stent was apposed to the vessel wall and completely expanded. MRI exam performed during the event doesn't mentioned complication at the level of the treated aneurysm (stent and coils), and the patient during the index procedure 6 trufill galaxy coils ((B)(4)) were implanted at the desired site with an enterprise stent ((B)(4)), and with no balloon. The procedure was completed due to satisfactory results. The final angiographic result indicated that there was a complete occlusion (100%) of the aneurysm. No subarachnoid hemorrhage was reported during the procedure.

Manufacturer narrative:
Prior to the index procedure, the patient was admitted with a non ruptured saccular aneurysm of the right middle cerebral artery with a sac height of 5.00 mm, sac and neck unknown, and the aneurysm was discovered without symptom. The patient had no history of previous sah, endovascular or surgery treatment from another aneurysm. At baseline, the mrs was unknown. Patient medical history consisted of current smoker, hypertension (treated with loxen (B)(6) 2012). No diabetes, no hyperlipidemia. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The truline study indicated that patient with ID# (B)(6) experience left motor deficit a few hours after the end of the procedure, the MRI exam showed multiple and small ischemic strokes in the right hemisphere, probably caused by micro emboli. The patient remained in a hyperbaric chamber for 8 hours, but without immediate effect. The patient recovered gradually thereafter. At the discharge, the patient was in a rehabilitation center. The event resolved a month after onset. The act, ptt, pt, inr, antiplatelet/anticoagulation measurement was unknown. Medications given consisted of acetylsalicylic acid (pre-per-post), heparin (per), and plavix (post). After the enterprise was implanted, the stent was apposed to the vessel wall and completely expanded. During the index procedure 6 trufill galaxy coils (640cx2525/15454353, 640cf0308/15557128, 640cf0410/15464691, 640cf0515/15549874, 640cf0620/13500492, and a 640cx2535/15549726) were implanted at the desired site with an enterprise stent (enc452212/10034400), and with no balloon. The procedure was completed due to satisfactory results. The final angiographic result indicated that there was a complete occlusion (100%) of the aneurysm. No subarachnoid hemorrhage was reported during the procedure. Follow-up visit conducted approximately two months after the index procedure confirms the complete recovery of the motor function of the patient with a normal neurological exam. The patient complains of few sensory disorders of the left side of his body and asthenia. However, a follow-up visit conducted a month after confirmed complete recovery. Previous sensitive symptoms and asthenia gradually disappear. Patient will be able to return to his work the following month. During the index procedure, the enterprise stent (enc452212/10034400) was deployed) and well positioned, covering the neck of the aneurysm, with the distal part of the stent localized at the level of the terminal section of the right carotid artery. Then, the aneurysm was embolized with 6 coils, implanted at the desired site. No balloon was used. The procedure was completed due to satisfactory results. The final angiographic result indicated that there was a complete occlusion (100%) of the aneurysm. No sub-arachnoids hemorrhage was reported during the procedure. Medications given to the patient consisted of heparin (80u/kg) intra-procedure, kardegic (from 5 days prior to the procedure and for a year), and plavix (from 5 days prior to the procedue and for 4 months thereafter). The patient was admitted with a non ruptured saccular aneurysm of the right middle cerebral artery (sac height 5.0 mm, sac width was unknown, and neck was 6.0 mm discovered without symptom. The patient had no history of previous sah, endovascular or surgery treatment from another aneurysm. At baseline, the mrs was 0. The patient's medical history consisted of current smoker, hypertension (treated with loxen since (B)(6) 2012), and no diabetes or hyperlipidemia. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10034400. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Emboli and stroke are known potential adverse events associated with the use of the enterprise vrd or with the procedure as outlined in the instructions for use. It is possible that patient and pharmacological factors along with aneurysm characteristics and procedural factors including balloon neck remodeling and coil placement difficulties with protrusion from the aneurysm contributed to the event. As reported, a definitive cause and relationship to the enterprise vrd cannot be determined. With review of the available information there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken.